Manufacturer narrative:
The customer¿s report that the filter extension set leaked was not confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported leaking at the extension set 0.2 filter. The patient was an infant. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the extension set 0.2 filter. The patient was an infant. Although requested, no further information has been received.